Event description:
It was reported that the field representative called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services reviewed and found the device is programmed to secondary 1x. The patient was seen in the clinic and there are large non-physiologic signals noted. Review of prior events found there was noise that was being oversensed which resulted in one inappropriate shock therapy. Technical services recommended getting the patient back for further evaluation and troubleshooting. A chest x-ray was recommended. The patient was brought back into the clinic and the noise was not able to be created. It was noted that the patient does have a left ventricular assist device. A lateral review of the x-ray looks like the sense a could be touching a sternal wire, however, could not see the lead. The device could not be programmed to alternate due to low amplitude r-waves. The field representative was to do additional testing. At this time, the system remains in service. No additional adverse patient effects were reported.